Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd plastipak¿ 1ml luer slip syringe leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: the connection between bd's syringe and non-bd's needle (tsk steriject needle) was improper, resulting in leakage.

Event description:
It was reported that while using the bd plastipak¿ 1ml luer slip syringe leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: the connection between bd's syringe and non-bd's needle (tsk steriject needle) was improper, resulting in leakage.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including tip and thread verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.